Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the instrument had a broken cable. The pitch cable was broken at distal clevis. There was no sign of damage around the area of cable breakage. The pitch cable was broken at the distal clevis hub and the cable did not stick out. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Engineering also found several deep scratch marks at the distal end of the main tube exhibiting light material removal and a rough surface finish. Engineering concluded that damage was likely due to mishandling. Electrical continuity testing passed. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si procedure the pk dissecting forceps instrument was noted to have a broken cable. The cable was said to be in a loop. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.